Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, tandem technical support confirmed the alarm and decided to replace the pump. They sent replacement supplies, including requested cartridges and ifs autosoft replacements. Customer will continue to use current pump for insulin delivery.